Event description:
Bayer case number: (B)(4) abdominal pain [abdominal pain] , mall biliary cyst [biliary cyst] , left renal cyst. [Renal cyst] , right hypochondrial pain. [Hypochondrial pain] , moderate inflammation [inflammation] , lichen planus [lichen planus] , coxalgia [coxalgia] , left-sided sciatica [sciatica] , staged marked lumbar posterior interzygapophyseal osteoarthritis [osteoarthritis] , lumbar disc disease [lumbar disc disease] , l4-l5 discarthrosis. [Discarthrosis] , right cervicobrachial neuralgia [cervicobrachialgia] , coccygodynia [coccydynia] , sigmoiditis [sigmoiditis] , diverticulosis [diverticulosis] , genital prolapse [genital prolapse] , impaired her daily life. [Impaired quality of life] , moderate eroded and congestive inflammation of the oral mucosa [oral mucosa erosion] , right-sided lumbosciatica [r sciatica] , sigmoiditis [sigmoiditis] , stage iii cystocele [cystocele] , stage I hysterocele [hysterocele] , multilevel lumbar disc disease predominating at l4-l5; [lumbar disc disease] , early acquired l4-l5 spinal canal narrowing; [spinal stenosis lumbar] , parapelvic cyst of the left kidney; [simple renal cyst] , hepatic hyperechogenicity [liver enlargement] , diverticular sigmoid colon [sigmoid diverticulosis] , vaginal prolapse [vaginal prolapse] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2 (born in 1996 and 1999.). Previously administered products included: nexplanon and etonogestrel etinilestradiol eticos. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2025. On unknown date she experienced abdominal pain (seriousness criteria hospitalisation and intervention required), biliary cyst ("mall biliary cyst"), renal cyst ("left renal cyst."), abdominal pain upper ("right hypochondrial pain."), inflammation ("moderate inflammation"), lichen planus ("lichen planus"), arthralgia ("coxalgia"), sciatica ("left-sided sciatica"), osteoarthritis ("staged marked lumbar posterior interzygapophyseal osteoarthritis"), a first episode of intervertebral disc disorder ("lumbar disc disease"), intervertebral disc degeneration ("l4-l5 discarthrosis."), cervicobrachial syndrome ("right cervicobrachial neuralgia"), coccydynia ("coccygodynia"), a first episode of colitis ("sigmoiditis"), diverticulosis ("diverticulosis"), genital prolapse ("genital prolapse"), impaired quality of life ("impaired her daily life."), oral mucosa erosion ("moderate eroded and congestive inflammation of the oral mucosa"), r sciatica ("right-sided lumbosciatica"), a second episode of colitis ("sigmoiditis"), cystocele ("stage iii cystocele"), hysterocele ("stage I hysterocele"), a second episode of intervertebral disc disorder ("multilevel lumbar disc disease predominating at l4-l5;"), lumbar spinal stenosis ("early acquired l4-l5 spinal canal narrowing;"), simple renal cyst ("parapelvic cyst of the left kidney;"), hepatomegaly ("hepatic hyperechogenicity"), sigmoid diverticulosis ("diverticular sigmoid colon") and vaginal prolapse ("vaginal prolapse "). The patient was hospitalised from (B)(6) 2025. The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events or their latest episode were unknown. The reporter considered abdominal pain, abdominal pain upper, arthralgia, biliary cyst, cervicobrachial syndrome, coccydynia, the first episode of colitis, the second episode of colitis, cystocele, diverticulosis, sigmoid diverticulosis, genital prolapse, hepatomegaly, hysterocele, impaired quality of life, inflammation, intervertebral disc degeneration, the first episode of intervertebral disc disorder, the second episode of intervertebral disc disorder, lichen planus, lumbar spinal stenosis, oral mucosa erosion, osteoarthritis, renal cyst, simple renal cyst, r sciatica, sciatica and vaginal prolapse to be related to essure administration. The reporter commented: essure insertion procedure was performed without complications. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram pelvis] on (B)(6) 2017: the examination revealed small biliary cysts and a left renal cyst; on (B)(6) 2023: the examination revealed a diverticular sigmoid colon without signs of complication. [Computerised tomogram spine] on (B)(6) 2021: staged marked lumbar posterior interzygapophyseal osteoarthritis and lumbar disc disease were found.; on (B)(6) 2023: minimal posterior median c3 c4 disc protrusion and degenerative joint involvement were found. [Histology] on (B)(6) 2019: he examination showed moderate inflammation and lichen planus [hysterosalpingogram] on (B)(6) 2016: the procedure was performed without complications. [Ultrasound abdomen] on (B)(6) 2018: no abnormal findings. [X-ray of pelvis and hip] on (B)(6) 2023: the examination was reassuring. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.